Event description:
It was reported that a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked at the connection of the membrane port. The issue was identified in the pharmacy before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The lot was manufactured on september 18, 2022 - september 19, 2022. The device was received for evaluation. An unaided visual inspection was performed, and no defect was identified in the initial inspection. Functional testing was performed using tap water and a leak at the spike port bonding area was identified. The reported condition was verified. The cause of the condition could not be determined. The most likely cause is due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.